Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that no action was taken on the ra lead, due to unable to demonstrate any issues.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) values and high rate non-sustained episodes. The rv lead also exhibited oversensing of noise, resulting in an inappropriate shock. Cross-chamber oversensing was additionally observed. A possible issue with the right atrial (ra) lead was suspected, as ventricular sensed events were occurring with every atrial pacing event. The rv lead was capped and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.